Event description:
It was reported through literature that an asahi sion blue guide wire might have caused or contributed to vessel perforation. Publication: catheter cardiovasc interv. 2023;102:1061-1065. Title: delayed coronary perforation four days after percutaneous coronary intervention with subsequent cardiac tamponade: a case report. Excerpt is as follows: [case summary] a 63-year-old caucasian male patient with a history of diabetes mellitus, arterial hypertension, atrial fibrillation, and two-vessel coronary heart disease and with myocardial infarction and stent implantation in the left anterior descending artery 5 years previously presented to our institution with a primary complaint of severe angina pectoris and dyspnea. Physical examination results were normal except for a body mass index of 39.7 kg/m?. Emergency electrocardiography (ECG) showed atrial fibrillation with st elevation in leads ii, iii, and avf, indicating acute myocardial infarction of the posterior wall. Emergency coronary angiography revealed a culprit lesion in the obtuse marginal branch ii (om ii). After passage with sion blue (asahi intecc), the lesion was successfully treated with direct stent implantation (biomatrix alfa 3.5-19 mm, biosensors international). Coronary angiography post-intervention showed a well expanded stent without dissection and no extravasate out of the om ii or its side branches. After an uneventful stay in our intensive care unit, the patient was transferred to the general ward. Four days after intervention the patient was restarted on edoxaban therapy. 4 hours after taking the pill the patient developed angina pectoris with vegetative symptoms including nausea, cold sweating, and dizziness. Physical examination revealed hypotony and tachycardia. ECG revealed st elevations in ii, iii, and avf. The patient was then transferred directly to the catheter laboratory. Angiography revealed no in-stent thrombosis or restenosis in the om ii group. However, it did reveal distal vessel perforation of a side branch of the om ii. After wiring the side branch, the vessel was blocked proximally with 2.0-12mm balloon for 10 min. Emergency echocardiography in the catheter laboratory revealed circular pericardial effusion with signs of tamponade. Pericardiocentesis was then immediately performed. Angiography was performed again and showed persistent perforation of the side branch. Based on this finding, the vessel was then occluded using fat embolization. Shredded fat tissue from the right thigh was injected using a microcatheter (merit surecross support catheter) into the targeted vessel, resulting in complete sealing of the perforation. After pulling back intracoronary gears we administered 30 mg of protamine to neutralize the heparin that was administered at outset of the control procedure. The patient was transferred afterwards to a heart surgery center, a decision taken in anticipation of potential recurrence necessitating operative intervention. The stay was uneventful, and the patient was restarted on edoxaban therapy. Additionally, the pig tail catheter was withdrawn from the pericardium. The patient was discharged without further complications and began rehabilitation therapy 4 weeks after the myocardial infarction. Operator's comment: wire perforation is the most common cause of delayed cap and was the suspected etiology in the present case. Retrospective assessment of the guidewire position of the first intervention revealed that the guidewire was placed in a small side branch rather than the main om ii with a straightened end segment followed by a loop, which most likely caused the vessel damage. The perforation was initially not recognized, possibly due to distal occlusion through the intraprocedural distal shift of the thrombotic material. The synchronization between the re-initiation of anticoagulation and the occurrence of cardiac tamponade through delayed cap suggests that the thrombotic material was resolved with the re-initiation of direct anticoagulant therapy, leading to revelation of the perforation, and causing delayed cardiac tamponade.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was discarded at the user facility and not returned to the manufacturer. Lot history record review: lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion (root cause): based on the comments by the operator, it was presumed that the sion blue guide wire might have wandered in a side branch. As pressing stress was applied to the guide wire when a concomitant device was being delivered, the tip segment of the guide wire was looped, causing the vessel perforation. It was concluded that there was no production anomaly and this event was not associated with product quality. CAPA: no CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects]. ~ damage to a vessel, including possible vessel perforation. ~ cardiac tamponade due to vessel perforation.